Event description:
It was reported that the insulin pump alarmed no delivery and motor error during the priming process. The customer stated that a set change resolved the issue. The blood glucose reading was 121 mg/dl at the time of the call. The customer stated that she was unsure of any significant events leading to the alarms. She reported that she was able to rewind the insulin pump during troubleshooting. Advised the discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.